Event description:
It was reported that following insertion of the iab, the pump experienced high pressure alarms. The pump was shut off and then restarted, and the alarms stopped, but blood was noted in the helium tubing. The iab was removed and replaced without any complications.